Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The patient presented with unstable angina. The 99% stenosed lesion was located in the severely calcified left circumflex. The 3.5x15mm quantum apex balloon was delivered over a non-bsc guide wire and used to pre-dilate the target lesion. The 3.5x15mm quantum apex balloon was inflated to 12 atms for 25 seconds for the first inflation. During the second inflation the balloon ruptured at unspecified atms. The balloon was removed intact and the procedure was completed using a 3.5x12mm promus stent. A 3.5x12mm quantum apex balloon was then used to post-dilate. There were no reported patient complications and the patient status is ok.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)